Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside her. She had to get into a tub to remove the remaining tampon pieces. She went to her obgyn and was diagnosed with a bacterial infection. She was prescribed metronidazole. The infection improved but every time she would get her cycle, the infection came back.